Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f26 ¿ no health consequences or impact. Device problem code: a0413 - material separation.

Event description:
MDR 2 of 2: this MDR covers the needle pulled from hub. Material#:305106. Batch#:3024945. It was reported by customer that the hub of five 30g needles were blocked. The doctor could not push the medication from the syringe through the needle. There was another 30g needle that the needle itself was not attached to the hub. It was stuck between the hub and the cap. Defective product: bd 30g needle ref 305106, lot 3024945, exp 2-29-28. Verbatim: the hub of five 30g needles were blocked. The doctor could not push the medication from the syringe through the needle. There was another 30g needle that the needle itself was not attached to the hub. It was stuck between the hub and the cap. Defective product: bd 30g needle ref 305106, lot 3024945, exp 2-29-28. If you could send me a return label, I can mail the two that the manager held onto. She supposed to send them to me.

Event description:
No additional information received. Material#:305106. Batch#:3024945. It was reported by customer that the hub of five 30g needles were blocked. The doctor could not push the medication from the syringe through the needle. There was another 30g needle that the needle itself was not attached to the hub. It was stuck between the hub and the cap. Defective product: bd 30g needle ref (B)(4), lot 3024945, exp 2-29-28. Verbatim: the hub of five 30g needles were blocked. The doctor could not push the medication from the syringe through the needle. There was another 30g needle that the needle itself was not attached to the hub. It was stuck between the hub and the cap. Defective product: bd 30g needle ref (B)(4), lot 3024945, exp 2-29-28 if you could send me a return label, I can mail the two that the manager held onto. She supposed to send them to me.

Manufacturer narrative:
(B)(4). Follow up for device evaluation it was reported the needle was not attached to the hub. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed, and the sample has a double needle adhered to the side of the needle hub. No other defects or imperfections were observed. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, the misfeeding of the cannulator may have induced the double needle. A device history record review was completed for provided material number 305106, lot 3024945. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.